Event description:
It was reported that the user received a cartridge alarm during load despite following on-screen instructions, and the alarm recurred even after loading a second cartridge. There was no reported impact to the customer's blood glucose level. The customer did not provide information on backup therapy.